Event description:
It was reported that one day post implant, the patient experienced snycope and twitching. Loss of ventricular capture was observed on the electrogram. After two surgeries, it was reported that the patient deceased. Afterwards, the physician refused to talk about the event.

Manufacturer narrative:
No medwatch form was received.